Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the morning, the customer had a blood glucose level of 54 mg/dl and juice was consumed to address the bg level. The customer did not know what caused the low bg level. The customer also reported to have received an occlusion alarm during bolus delivery. The bg level was 140 mg/dl and a correction bolus was to be delivered to address this bg level. A system check was performed and the occlusion appeared to be within the cartridge. The customer indicated that all of the pump supplies would be changed.